Manufacturer narrative:
The investigation determined non-reproducible and higher than expected vitros troponin I es (tropi es) results were obtained from two different patient samples processed using vitros troponin I es reagent with a vitros 5600 integrated system. A definitive assignable cause could not be determined. Vitros tropi es precision testing performed was within acceptable guidelines, suggesting an instrument issue did not contribute to the event. Based on historical quality control results a vitros tropi es lot 2870 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2870 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out. Pre-analytical sample processing could not be ruled out as a contributing factor. The customer is not processing samples following the sample collection device manufacturer¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer obtained non-reproducible and higher than expected vitros troponin I es results from two different patient samples processed using vitros troponin I es reagent in combination with a vitros 5600 integrated system. Patient sample 1 result of 0.40 ng/ml versus the expected result of < 0.012 ng/ml patient sample 2 result of 0.132 ng/ml versus the expected result of < 0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected troponin I es results were reported from the laboratory. Corrected reports were later issued for the samples and there were no allegations of patient harm as a result of these events. This report is number 1 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).